Event description:
A customer reported to baxter corporate product surveillance an unknown amount of onelink needlefree microbore y-type catheter extension sets in which air in line was observed. According to the report, the facility connects their catheters to the onelink non-dehp microbore y-type catheter extension sets which they then connect to unknown primary sets. The facility alleges that sometimes they see air in the line in the extension set regardless of the set being clamped or unclamped while connecting to the primary set. It usually occurs about an hour after the infusion has started. The facility alleges they use proper priming techniques. The events occurred during infusion. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. A batch review could not be completed as the lot number was not provided by the customer. If additional information becomes available, a follow-up report will be submitted.